Manufacturer narrative:
Product recall initiated on august 21, 2007. No product is being returned for evaluation.

Event description:
It was reported that a patient experienced pre-tibial soft tissue swelling three weeks after calaxo was implanted. Debridement was done; 5mm screw still not completely resolved.